Manufacturer narrative:
A ge service representative performed an on site investigation. The stator circuitry wire was repaired. The system was tested and found to be working as intended and returned to service.

Event description:
It was reported that the anode was not spinning, the x-ray tube was bad and the system displayed a 'stator not on' error message. This error will likely cause the system to shut down. There is no report of injury or death associated with the event described in this complaint.